Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation while wearing the lifevest. It is unknown if the irritation was due to the patient's medication or the lifevest as the irritation spread to locations on the patient's body that are not in contact with the lifevest. The patient's physician first attempted to adjust the patient's medications. Additional follow up indicates that the patient's physician later prescribed a new medication and instructed the patient to remove the lifevest to allow the irritation to heal. The medical outcome is unknown.